Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was failing due to a faulty printed circuit board. Additionally, the wire was found rusting and a dent was noted in the top cover. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while preparation for a diagnostic procedure, his olympus evis exera ii video system center was not producing an image at first, then later providing a flickering image. Reportedly, the intended procedure was completed using a similar device with no delays or reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is probable, the image issue was caused by a faulty motherboard. However, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.